Event description:
The device (wall-mounted) fell off the wall and slightly bumped the dental assistant on the arm as it fell. She did not sustain any bruising or injury, the pt was not involved.

Manufacturer narrative:
After inspection of the returned device, the converter housing in the area of the lower mounting bolt hole was found to be broken off from the wall plate. The remainder of the converter housing, including the area around the top mounting bolt hole, appears to be intact and undamaged. Damage of this type is known to occur when the top mounting bolt is improperly secured to the wall and pulls free, leaving the entire weight of the device only supported by the lower bolt alone. If this occurs, the converting casting typically breaks in the region of the lower mounting bolt hole, leaving the top mounting bolt hole undamaged. The damage to this device is consistent with this scenario, suggesting this failure is most likely the result of a faulty installation of the top mounting bolt into the wall. Proper installation/mounting requirements and methods, as well as warning statements regarding improper installation are documented in the installation manual, under "installation/mounting requirements and methods, as well as warning statements regarding improper installation are documented in the installation manual, under "installation requirements", "mounting requirements", and "install master control" which includes mounting procedures for various wall structures. This concludes our investigation.